Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of screen is on/off and is not working. The unit was triaged and the reported issue was confirmed. The potential root causes are the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/13/2017.

Event description:
The customer states the that the enteral feeding pump screen is not working. The screen went blank.